Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. Quality engineering evaluated the device and observed that there was a brownish liquid leaking from the device and the device was heating up quickly. After disassembly, it was found that all the bearings, gears and the adjuster fork were covered with a brownish residue. It was also found that the needle bearings were heavily worn out and corroded and all the seals were worn and deformed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to a lack of service and lubrication and corroded needle bearings which is consistent with normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional information was received from the reporter. It was reported that the event occurred during a surgical procedure. It was reported that the brownish/black liquid ¿dd oil¿ landed on the patient's surgical site. It was reported that several liters on ¿ringers¿ solution was poured on the surgical site and then the surgical site was rinsed with betadine. It was further reported that post operatively, the patient was treated with two doses of intravenous antibiotics. It was also reported that the procedure was completed although a surgical delay was reported. The length of the surgical delay and patient¿s post-surgical outcome is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. During subsequent follow up with the customer, it was determined that the event occurred during an open stabilization surgical procedure. Corrected data: the manufacturer location was documented as oberdorf in the initial report. The location has been updated to waldenburg. Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. The device manufacture date was documented as aug 13, 2014 in the initial report. The date of manufacture has been updated to aug 14, 2014. UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that the small battery drive device and sagittal saw attachment device overheated while in use together after a few seconds, and emptied brownish/black liquid oil with contamination of the surgical kit. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available has been disclosed. If additional information were to become available, a supplemental medwatch will be submitted accordingly.